Manufacturer narrative:
On 13-jan-2021, the analysis was completed based on a photo that was provided investigation summary: during visual evaluation of the picture, no apparent damage or visual anomalies were observed in the product. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the suspected medical device was returned for evaluation. Mentor received additional information regarding the replacement devices. The devices are a 275 cc mentor memorygel breast implant and a 250cc mentor memorygel breast implant (left catalog #: 3502751bc, left serial #: (B)(6) right catalog #: 3502501bc, right serial #: (B)(6) on (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak testing of the returned device. During visual analysis of the returned device, no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with the mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with two 250cc mentor memorygel breast implant prostheses and experienced bilateral rupture postoperatively. Ultrasound performed on (B)(6) 2020 indicated rupture, and the diagnosis was confirmed. As a result, the patient underwent bilateral removal and replacement with unspecified breast implants on (B)(6) 2020. The patient has fully recovered after the revision surgery. The date of implantation was estimated as (B)(6) 2007 based on available information. If additional information is received in the future, a supplemental report will be submitted. This report is for the right-sided prosthesis.